Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description: it was reported, the spillage of intrathecal chemotherapy with the bd device is observed due to lack of seal between the screw syringe where the intrathecal chemotherapy comes and the device (bd spinocan). This does not have to do with the lot, it has to do with the design of the device, where it does not fit the syringe properly, causing leakage of the intrathecal chemotherapy. Event details: I am attaching a video of the spillage of intrathecal chemotherapies with the spinocan bd, since the place where the threaded syringe is attached is different from the braun spinocan, which is wide and allows easy screwing with good seal and without spillage. The spillage of intrathecal chemotherapy with the bd device is observed due to lack of seal between the screw syringe where the intrathecal chemotherapy comes and the device (bd spinocan). This does not have to do with the lot, it has to do with the design of the device, where it does not fit the syringe properly, causing leakage of the intrathecal chemotherapy. Please follow up this case with pharmacy and purchasing, I believe I have sent sufficient information. In the future I cordially request to take into account the physicians who perform the procedures before changing a drug delivery device (intrathecal chemotherapies), in fact having changed the device without consulting us has generated in my opinion an unnecessary wear and tear of all of us. I cordially reiterate the request to purchase the braun number 25 spinocan, with which lumbar punctures can be performed easily and the syringe where the intrathecal chemotherapy comes easily and without spills. In response to the questions, he sent the information: 1. Yes, there have been several damages to the patients since it occurs at the time of the administration of the intrathecal chemotherapy shedding, since the syringe in which the intrathecals are packaged does not match well with the bd spinal needle, this case had already been escalated previously and a representative of bd came last year to corroborate the information, where he confirmed the spillage of the intrathecal at the time of his administration. These cases were reported to patient safety and today I will send the last case that occurred last tuesday, on (B)(6) with the patient (B)(6) with a diagnosis of acute myeloid leukemia hc 1141331177. 2. Yes, drainage is poor and slow. 3. The drainage is deficient because it takes twice as long to collect the same amount of cerebrospinal fluid, which is 20 drops in each of the tubes that must be collected for cytology and cytochemistry, needing more time in the operating room and more anesthetic time requiring more anesthetic medications for patients. 4. I must request the videos from the anesthesiologist who was with me that day in the wards, in the medical records of each of the patients with whom the adverse events have occurred, it is noted, attached a photograph of the most dramatic case, which was a 2-year-old patient to whom I had to do 11 lumbar punctures, for not having the spinocan of braun 25. Please understand that doing lumbar punctures in children is not easy, especially in young children, where much of the spinocan is external and we must additionally match intrathecal chemotherapy. It is also not a lack of expertise on my part since I graduated as a pediatric oncohematologist in 2011, I am the one who has been practicing the most years of my colleagues, so to date I have done more than 3000 lumbar punctures in all my professional practice. 5. Those affected are the patients. 6. We always collect 2 sterile csf tubes each with 20 drops. 7. There is no contamination of the substance, if spillage of intrathecal chemotherapy which is even more serious.

Manufacturer narrative:
Unfortunately a lot number could not be submitted for this complaint and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, a video was returned to aid in our investigation. The video displayed a spinal needle that was leaking fluid during injection, but the device could be accurately identified based on the image provided. The reported nonconformance was been confirmed. Without the ability to investigate the affected unit we were unable to determine the root cause for this complaint. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.